Manufacturer narrative:
The patient tracker was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When the tracker was connected to a known good system the tracker displayed red status only, not tracking. A check of the em interface showed that coils #1 and #2 were dead. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was using a patient tracker they verified the instrument, registered, and then when they got to navigate, the tracker showed red status. They moved the emitter, checked for metal, all with no resolution. They rebooted the system still without resolution. At this point, they placed a new patient tracker on, verified instruments, registered, and went to navigate without issue. Nothing else had changed in the environment. There was less than an hour delay in the procedure. No impact on patient outcome.